Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed n251 (valve/cass test fail) prior to patient use. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed for an e321 (battery charger timeout) error code.